Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 558 mg/dl. The customer has bolus wizard turn off. The customer was walked through steps to turn it back on. The customer was explained the two high blood glucose rule. The customer advised to monitor his blood glucose and pump.